Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Continuation: a3dr01 implantable pulse generator 2013-(B)(6), 5086mri52 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the lead dislodged. The lead was repositioned and continued to be used, but subsequently, it dislodged again. The physician suspected a helix issue. The lead was explanted. No patient complications have been reported as a result of this event.